Event description:
Ms. (B)(6), patient, reported in her email, that she was last year in the hospital. There were a lot of screws and two titan rods implanted (spine). The surgery was 8 hours long. This year, in (B)(6), she performed some home-work. During this she felt that one titan rod was broken. In (B)(6) this year she got a revision surgery. Further info will be added as soon as possible.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering eval.